Event description:
During the index procedure, 1 endeavor sprint 2.5mm diameter x 14mm length rapid exchange (rx) drug eluting stent was implanted in the proximal cx. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stent. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 12 month, 18 month and 24 month follow up.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).